Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that after the catheter was inserted over the spring wire guide (swg), the user removed the swg from the patient. It was at that time the swg was noticed to have unraveled. The swg was removed in its entirety and the catheter remained indwelled. There were no reported patient complications.